Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The catalog 400145 was discontinued on 14apr2023. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk non-sterile catheter connector was found without a hole for medicine administration after removing it from the patient. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I placed an epidural catheter without incident. When attempting to do the test dose I was unable to administer any fluid through the catheter. After adjusting and attempting multiple times the catheter was removed and found to not have any patent holes for the medication administration. Another kit was opened, and a new cather was placed. Pt tolerated the procedure and was comfortable after procedure. I again am concerned that these kits are not of a good quality." "I placed an epidural catheter without incident. The patient was comfortable for a number of hours, but later became uncomfortable. It was found that the edge of the cather connector had been bent back onto the epidural catheter and it had severed the catheter thus medication was not getting to the patient. Teh edge of the connector was quite sharp."

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. D4: medical device expiration date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.

Event description:
It was reported that the bd¿ bulk non-sterile catheter connector was found without a hole for medicine administration after removing it from the patient. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I placed an epidural catheter without incident. When attempting to do the test dose I was unable to administer any fluid through the catheter. After adjusting and attempting multiple times the catheter was removed and found to not have any patent holes for the medication administration. Another kit was opened, and a new cather was placed. Pt tolerated the procedure and was comfortable after procedure. I again am concerned that these kits are not of a good quality." "I placed an epidural catheter without incident. The patient was comfortable for a number of hours, but later became uncomfortable. It was found that the edge of the cather connector had been bent back onto the epidural catheter and it had severed the catheter thus medication was not getting to the patient. The edge of the connector was quite sharp."

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: miscellaneous anesthesia. Device failure: catheter damaged/defective.

Event description:
No additional information.